Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 222 mg/dl and an insulin injection was administered. The customer thought that the cartridge was not delivering insulin. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection and reportedly changed the cartridge. The bg level had returned closer to the target (130 mg/dl). The customer declined tandem technical support's offer to follow-up.